Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone, or will undergo, corrective surgery or surgeries. Add'l info received from importer report: the pt's attorney has alleged a deficiency against the device. Add'l info has been requested but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report # (B)(4) for an "avaulta posterior". Add'l info received from importer report: (B)(4) 2012. Brand name: avaulta posterior biosynthetic support system. Common device name/procode: ftl. Cat #: 486020. (B)(6).